Event description:
Device returned in eri from st. Jude medical. Interrogation shows battery voltage at 2.78v.

Event description:
Device returned in eri from st. Jude medical. Interrogation shows battery voltage at 2.78v.